Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported issue has been confirmed through testing. Air ingress was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Event description:
Information received by medtronic indicated that there was air ingress through the hemostatic valve of the sheath during the insertion of the catheter. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.